Event description:
Abutment fracture. Fracture of 1 locator. The fragments could not be removed. The implant (ankylos c/x implant a8) is no longer restorable and had to be removed.

Event description:
Abutment fracture. Fracture of 1 locator. The fragments could not be removed. The implant (ankylos c/x implant a8) is no longer restorable and had to be removed.